Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction alarm and the alleged battery issues were verified. Additionally the alleged unexpected shutdown issue was verified in the pump logs, however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Additionally, the pump battery could not be charged and the pump shut off unexpectedly. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was approximately 200mg/dl.